Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue) issue. The prime box is unshaded at random with no loss of prime warning and patient has to reprime. There was no indication that the product caused or contributed to an adverse event. .

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: during investigation, the pump was returned and a prime issue was not duplicated during the investigation. The pump was tested through the rewind, load cartridge, and prime steps successfully with no alarms. The ¿ez-prime¿ steps were also performed successfully. The prime box was found to be filled in, and was unable to duplicate the issue. Force calibration was found to be in spec at 212. The pump was exercised for 24 hours with no alarms or prime issues.